Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration reading was high. This report is made based on results of investigation completed on 02/25/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings: evaluation revealed that a large prime was verified in the prime history. A force sensor calibration reading was high. Opened pump and removed from case. Investigators removed piston and measured the piston for excessive flash. The force sensor resistance reading was 7.2k ohms. (B)(6).